Event description:
With 34 minutes left in pt's treatment, air detector alarm went off. Air detected in venous line just past air detector. No air to pt. Lines immediately clamped. Upon inspection of blood lines a cut approx 1 inch in length was found blood pump segment of arterial line. Pt's tx discontinued. No harm to pt. Upon further inspection of blood pump on 3-9 it was noted that blood line guides on blood pump rotor were out of alignment on one side. Question possible cause.